Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2025. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from the patient's right eye during a secondary procedure. The explant was carried out based on the surgeon's preference. No additional medical attention, medication, or further complications related to the event were reported. Details regarding the patient's pre-operative and post-operative vision are unavailable, and no further information has been provided by the customer.

Manufacturer narrative:
Additional info: further information was provided and reported the patients date of birth, (B)(6) 1970 and race: white. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1970. Section a6: race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.